Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Coolsculpting treatment(s) on unknown date(s) to unspecified area(s) with unknown applicator(s), possible paradoxical hyperplasia was reported to allergan aesthetics. Article location: https://www.businessinsider.com/five-women-allege-coolsculpting-left-them-disfigured-2021-11. Patient from case (B)(4) sent article titled "linda evangelista says coolsculpting left her disfigured. Five women say it happened to them too" by amelia harnish that discussed five women who developed ph post coolsculpting treatment.